Event description:
During a bowel procedure, the instrument closed properly, but only half of staples were released. Hemmorrhage occurred in the intestinal tissue, and manual sutures were used to achieve hemostasis and perform the anastomosis.